Event description:
Customer submitted a FDA medwatch report with the following event description: the lahey clamp broke while in use by doctor. The md removed the clamp jaw which had broken off from the operative site, and handed the clamp and the piece (jaw) to the circulating nurse.

Manufacturer narrative:
The device has been requested for eval but has not been received. Upon receipt of the device, an eval will be performed.